Event description:
A pt who underwent left shoulder arthroscopy with acrominoplasty and distal clavicle resection. During the procedure the tip of serfas radiofrequency device 90-s 3.5mm broke off in the pt's shoulder joint while being used. Physician was able to retrieve the broken piece. No injury to pt.